Manufacturer narrative:
Device evaluation summary: device evaluations of monitors, electrode belts, battery packs, and battery charger have been completed. One monitor was found to have missing covers and defective switches. The root cause of the defective switch is currently under investigation and has not been determined up to this date. The monitor was fixed, retested and then restocked. Electrode belt had a gel release as a result of treatment. The belt was refurbished and restocked. Two of battery packs had damaged battery connectors. These connectors were fixed. The batteries were then retested and restocked. Another battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Other monitors, and other electrode belts, and battery charger all functioned normally and were restocked. No adverse events resulted from the faulty equipment.

Event description:
A german distributor sent parts to customer service marked as "defective."